Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for remote follow up, an alert for short ventricular fibrillation was observed which appeared to be like noise. Patient presented in clinic for follow up and lead noise could not be reproduced. All lead measurements were normal. Lead was capped and replaced. Patient was stable during and post procedure.